Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire was unraveled was confirmed, but the cause could not be determined. A photograph was provided for investigation. The photo showed a powerglide deployment system. The coil wire was stretched over and extending from the core wire. The safety mechanism was engaged. Due to the evidence of use, it is possible that the damage occurred during use of the device, but the exact cause was undetermined. A lot history review (lhr) of rebz1099 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebz1099) have been reported from the same facility.

Event description:
It was reported that the guidewire on the device unraveled during placement in two patients. This file addresses the second of the two occurrences.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebz1099 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebz1099) have been reported from the same facility.

Event description:
It was reported that the guidewire on the device unraveled during placement in two patients. This file addresses the second of the two occurrences.